Event description:
It was reported that an impactor pad fractured during placement of the femoral as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with nicks and gouges. Additionally, the unit was identified as fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause is attributed to standard wear and tear from repeated use for 6+ years. The reported event is confirmed via product evaluation. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.